Event description:
A report was received that the customer stated the pilot balloon of the tracheostomy tube was deflating. It is not known if any intervention was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.